Manufacturer narrative:
Unit passed rewind test, basic occlusion test, and displacement test. Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. Unit had cracked battery tube threads and partially broken off reservoir tube lip noted. However test reservoir locked properly in reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged around the reservoir compartment. Customer's blood glucose level was high. Customer's blood glucose level was 19.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.